Event description:
It was reported that this patient presented to the emergency room (ER) after receiving two shocks from this implantable cardioverter defibrillator (ICD). Review of the electrogram (egm) noted that the patient went into ventricular tachycardia (vt), the device delivered anti-tachycardia pacing (atp) which accelerated the rhythm into ventricular fibrillation (vf). The device delivered a shock, successfully terminating the rhythm. This occurred on two occasions. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation. Pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving two shocks from this implantable cardioverter defibrillator (ICD). Review of the electrogram (egm) noted that the patient went into ventricular tachycardia (vt), the device delivered anti-tachycardia pacing (atp) which accelerated the rhythm into ventricular fibrillation (vf). The device delivered a shock, successfully terminating the rhythm. This occurred on two occasions. The device remains in service. No additional adverse patient effects were reported.